Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000132731.

Event description:
It was reported that the patient experienced numbness and lower extremity motor changes due to swelling around the spinal cord following an implant procedure on (B)(6) 2022. It is unclear which lead contributed to the issue. As a result, the patient's stimulator was explanted on . The issue has since reportedly resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.